Manufacturer narrative:
Date of event: the exact event date is unknown

Event description:
It was reported that the cylinders of the inflatable penile prosthesis (ipp) were oversized leading to discomfort at the penis. The device was removed and replaced with an ambicor penile prosthesis (app). A full recovery is expected for the patient.